Manufacturer narrative:
Facility name: (B)(6) hospital (B)(6). Address: (B)(6) children's hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noted to be entering into the access line from the pbp tubing during patient treatment with a prismaflex hf1000 set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.